Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was not cutting or sealing properly although the generator in use provided an end tone, indicating a completed seal cycle. The customer reported that there may not have been energy delivered to the area when sealing was attempted. The surgeon used another device to complete the procedure. There was no patient injury.